Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/body fluid was present around the helix. Resistance testing found the lead was electrically continuous. The alleged failures were not confirmed.

Event description:
It was reported that this patient right atrial (ra) and right ventricular (rv) leads were found dislodged a few weeks after they were initially implanted. The dislodgment was attributed to loss of slack caused by the patient anatomy and weight. The patient underwent a revision wherein the rv lead was successfully repositioned. However, a few hours after the procedure an x-ray showed the lead exhibited loss of slack once again. As result, the patient underwent a second procedure wherein the rv lead was extracted and replaced. No additional adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient right atrial (ra) and right ventricular (rv) leads were found dislodged a few weeks after they were initially implanted. The dislodgment was attributed to loss of slack caused by the patient anatomy and weight. The patient underwent a revision wherein the rv lead was successfully repositioned. However, a few hours after the procedure an x-ray showed the lead exhibited loss of slack once again. As result, the patient underwent a second procedure wherein the rv lead was extracted and replaced. No additional adverse patient effects.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited dislodgment attributed to loss of slack. When trying to reposition, the helix was unable to extend and retract . It was finally explanted and replaced. No additional adverse patient effects.